Event description:
It was reported that in 2007, the physician implanted a helex septal occluder to close a patent foramen ovale (pfo) that balloon sized to 8mm. At 6 and 12 month follow ups, trans thoracic echocardiogram (tte) revealed a shunt inferiorly to the device. In 2009, a trans esophageal echocardiogram (tee) showed a residual shunt across the pfo. The physician performed a transeptal puncture and placed a 30mm occluder, therby closing the defect. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records could not be performed because the lot# remains unk. The device remains implanted, so an engineering evaluation could not be performed; however, a review of the returned images was performed. A review of the returned images stated that a cd containing fluoroscopic images was received in flagstaff for review on or about 6/22/2009. The cd contains two separate imaging studies, one of the original helex implant, dated 2007, and the second, the re-intervention, dated approx three months prior. The imaging study dated 2007 demonstrates the implantation of a gore helex septal occluder for the closure of a patent foramen ovale. The imaging study date 2009 demonstrates a re-intervention to the previously placed helex septal occluder because of what the physician described as a "residual right to left shunt." Cine runs 1-3 demonstrate a transeptal puncture antero-inferior to the previously placed helex septal occluder. Cine runs 5-9 demonstrate the implantation and withdrawal of a 25mm amplatzer cribiform occluder, removed due to inappropriate device size, and the subsequent implantation of a 30mm amplatzer cribiform occluder with no complications.